Manufacturer narrative:
(B)(4). The service engineer cross checked with a known good internal battery, confirmed the battery was defective and replaced the battery.

Event description:
It was reported that the ventilator displayed a battery failure message. There was no patient involvement.